Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was partially-fired to the 5 cm cut line and engaged in interlock with the jaws open. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the partial firing condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic colectomy. Customer states that after the device was removed once from the cavity for readjustment the approaching prior to fire, the surgeon attempted to open the jaws to approach to the tissue following second insertion through trocar; however, the jaws did not open. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time not extended. No additional tissue resection or damage. Nothing fell into the cavity. No bleeding.